Event description:
It was reported that two 512x were used during a laparoscopic mason. It was reported by the affiliate that the instruments were broken. Pt was in or an extended 30 minutes. 10/26/1998 message from affiliate. Due to the fact that the defective trocars had to be removed for replacements, the operation time was delayed 30 minutes. 10/26/1998 message sent to clarify when device broke and what device was used with the trocar. 10/30/1998 message from affiliate. To the customers knowledge, the 512x's broke during the operation procedure. The pt was obese and normal endoscopic devices were inserted through the trocar.